Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal heart rate (fhr) was lost for a patient in the obstetric unit while using the philips avalon fm30 fetal monitor serial number (B)(4) (this report.) The user attempted to detect the fhr with another philips avalon fm30 fetal monitor serial number (B)(4) (addressed in another complaint) without obtaining results. When the patient gave birth, the baby was stillborn.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The electrodes were replaced. Analysis of reports of this type has not identified an increase in trend.

Event description:
It was reported that the fetal heart rate (fhr) was lost for a patient in the obstetric unit while using the philips avalon fm30 fetal monitor serial number (B)(6) (this report.) The user attempted to detect the fhr with another philips avalon fm30 fetal monitor serial number (B)(6) (manufacturer report number 9610816-2023-00125) without obtaining results. When the patient gave birth, the baby was stillborn.